Manufacturer narrative:
Device evaluated by MFR: there was no damage observed on the distal tip or guidewire exit port assembly. During the functional inspection, the telescope assembly was able to properly pull back, advance, and retract. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. Impedance testing shows an electrical open at proximal wave form. During image characterization testing, no image appeared in the ilab system. Imaging core (ic) windup was encountered in the non-heat shrink area in the telescope area. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is design: product enhancement as the device met the designed specification however a modification would improve performance, function or appearance of the product. Bsc ID#(B)(4).

Event description:
It was reported that the catheter was caught on the edge of the stent and resistance occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified coronary artery. During a percutaneous coronary intervention (pci), an opticross¿ imaging catheter was selected for use. During the third pullback, the physician noticed that the opticross¿ imaging catheter was caught on the edge of the stent that was originally placed. When the resistance disappeared, the opticross¿ imaging catheter was pulled, however, the image was lost. The procedure was completed with another opticross¿ imaging catheter. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that the catheter was caught on the edge of the stent and resistance occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified coronary artery. During a percutaneous coronary intervention (pci), an opticross¿ imaging catheter was selected for use. During the third pullback, the physician noticed that the opticross¿ imaging catheter was caught on the edge of the stent that was originally placed. When the resistance disappeared, the opticross¿ imaging catheter was pulled, however, the image was lost. The procedure was completed with another opticross¿ imaging catheter. No patient complications were reported.